Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they had their right atrial (ra) lead and right ventricular (rv) lead pacing leads re-positioned. The ra and rv leads both remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead exhibited elevated thresholds that resulted in loss of capture. The ra lead tested fine and there was no revision necessary. Rv lead was then repositioned where adequate thresholds were obtained.